Event description:
Event was reported on 3/17/26. It was reported that the event involved a daybreak sleep appliance device used by a 37-year-old male patient. Per the report, the patient tried the device on, and after wearing it for a couple of hours, the patient noticed a cracked tooth. The appliance was delivered on (B)(6) 2026. The patient first noticed symptoms on (B)(6) 2026 and presented the issue to the reporter's office on (B)(6) 2026. The patient discontinued use of the device on (B)(6) 2026. Oral hygiene information was not provided. The reporter's office is in (B)(6). No additional medical or surgical procedures were performed at the time of reporting; however, the event was flagged to clinical, and dr. Balacky recommended that the patient see a doctor for evaluation. Per clinical guidance, if the evaluation is satisfactory, they can proceed with a remake that includes a block out around the affected tooth. Whether the appliance was replaced is unknown.

Manufacturer narrative:
Company representative has reported that ethnicity/race is not documented by them. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4).